Manufacturer narrative:
Correction, the model number is ci24re (st); not ci24re (ca) as previously reported. Per the clinic, the patient experienced recurrent wound dehiscence and was prescribed oral and topical antibiotics (date not reported). Subsequently on june 1, 2016, the device was explanted. This report is filed july 21, 2016.

Manufacturer narrative:
This report is filed august 24, 2016.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6), 2015 for flap closure of his wound dehiscence. The wound was excised, debrided and closed with a temporalis muscle flap. Lateral to that an inferiorly based rhomboid flap was used to close the skin. The implanted device remains. This report is filed january 18, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site due to extrusion of the receiver stimulator package. The implanted device remains.